Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins). The patient had a revision as their ins was tilted. The revision occurred about 2-3 months ago. The event date was since implant about a couple of years ago. Patient services suggested that the patient call to provide additional information. No further complications were reported/are anticipated.